Event description:
It was reported that the patient was diagnosed with "left l4 recurrent herniated nucleus pulposus with l5 radiculopathy. L4-5, l5-s1 degenerative disc disease with mechanical back pain." The patient underwent a plif using an interbody device and rhbmp-2/acs at l4-ls, and a posterolateral fusion using a combination of rhbmp-2/acs and osteofil at l5-s1. Reportedly, within months of the surgery, the patient began experiencing a recurrence of lumbar back pain. Unlike his pre-operative condition, however, the patient's pain began to radiate down his left leg and right arm; and was accompanied by an intense and painful tingling and burning sensation. Reportedly, the patient's healthcare providers have remained perplexed regarding the cause of the patient's worsening condition. However, the patient's attorney alleges that the patient's condition is caused by unwanted bone growth in the spinal canal in the posterior aspect of his spine. Allegedly, the patient has developed unwanted (heterotopic/ectopic) bone growth in his spinal canal, nerve entrapment/impingement, weakness and pain in his lower back, buttocks and legs, severe pain and tingling in his left leg and right arm, and difficulty ambulating.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.